Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other: senior counsel, litigation. Thrombosis code used for caval thrombosis and post-thrombotic syndrome. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration, caval thrombosis and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of a large right hemothorax, a hypercoagulable state with intraperitoneal bleeding while on anticoagulation therapy, multiple deep vein thrombosis and pulmonary embolism.  The filter was deployed via the right common femoral vein.   During the index procedure, the patient also had placement of a right 32-french chest tube, thoracostomy tube placement and right triple-lumen catheter placement in the right subclavian vein. Additional information received per the patient profile form (ppf) states the patient became aware of the reported events forty-one days after the index procedure. The patient experienced thrombosis/embolism, migration of entire filter other than to the heart,  blood clots, clotting, occlusion of the inferior vena cava. The patient was admitted to the hospital for caval thrombosis, clotting and post thrombotic syndrome. As a result of these events and migration of the filter, the filter was removed with some difficulty forty-three days after the index procedure. The patient continued to experienced emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of a large right hemothorax, a hypercoagulable state with intraperitoneal bleeding while on anticoagulation therapy, multiple deep vein thrombosis and pulmonary embolism. During the index procedure, the patient also had placement of a right 32-french chest tube, thoracostomy tube placement and right triple-lumen catheter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration, caval thrombosis and post-thrombotic syndrome. Per per the patient profile form (ppf), the patient experienced thrombosis/embolism, migration of entire filter other than to the heart, blood clots, clotting, occlusion of the inferior vena cava. The patient was admitted to the hospital for caval thrombosis, clotting and post thrombotic syndrome. As a result of these events and migration of the filter, the filter was removed with some difficulty forty-three days after the index procedure. The patient continues to experience emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, post thrombotic syndrome, venous embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration, caval thrombosis and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, migration could not be confirmed or further clarified. Caval thrombosis does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). With the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.